Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It is unknown if hearing performance with the device is affected. There is no complaint about hearing performance with the device from the recipient's parents or teacher. There is no report of an accident or trauma. Recipient will be monitored and will be seen for follow-up in 2 months time.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode caused by minute device mobility appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Reportedly the recipient will be monitored by the clinic.

Event description:
It is unknown if hearing performance with the device is affected. There is no complaint about hearing performance with the device from the recipients parents or teacher. There is no report of an accident or trauma. Recipient will be monitored.

Manufacturer narrative:
Conclusion: investigation revealed fatigue wire breakages in the active electrode consistent with repeated external mechanical impacts on the device. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
When the complaint was received in november 2018 it was unknown if hearing performance with the device was affected. There was no complaint about hearing performance with the device from the recipients parents or teacher. Five years later (in (B)(6) 2023) the user's hearing performance is affected. The user was re-implanted.